Event description:
It was reported that this pacemaker exhibited low amplitudes and undersensing of the atrial channel. Device data was sent to rhythmcare for review. Rhythmcare then discussed possible causes and further troubleshooting options. This device remains in service. No adverse patient effects were reported.